Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a comm fault alarm after performing an inappropriate system controller exchange without reaching out to the ventricular assist device (vad) team. The log files were submitted for review. The log files indicated a driveline comm fault associated with a (f20) com_b_fault controller fault flag occurred sometime before (B)(6) 2026 13:16:07. The event log file continued to record the driveline comm fault as active, however the motor function was not affected. It was recommended that the modular cable and system controller be replaced and monitored for unusual events. The modular cable was exchanged and all issues have resolved.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the patient performing a controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, including log files from the exchanged controller; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website . Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 2-¿system operations¿ explains how to replace the system controller. The IFU cautions the need for having a caregiver present during a system controller exchange. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.